Manufacturer narrative:
Pump passed the displacement test but a33 alarm during prime the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Event description:
Information received by medtronic indicated that the compromised force sensor system alarm. Customer stated that the insulin was squirting out. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.